Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead had no capture at maximum output in either unipolar or bipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.